Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23f156av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Thromboembolism is a known potential complication associated with the embotrap device and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the embotrap device, as the device performed as intended. Per the event description, the second retrieval attempt was made with the embotrap device at the m1 segment of the middle cerebral artery (mca), and after this second pass, the anterior cerebral artery (aca) was found to be occluded. Since the aca occlusion was not observed prior to the procedure, and the event occurred while the embotrap device was in use, the correlating relationship between event to the embotrap device as a contributing factor cannot be ruled out entirely. Additionally, a third retrieval attempt was required (using the cereglide71 device) to preclude patient harm. Based on this information, the event of a ¿thromboembolism¿ meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting a middle cerebral artery (mca) infarction, there was a massive thrombus at the internal carotid artery (ica), the cereglide 71 intermediate catheter (nic71132c / 31275832) was inserted into an optimo¿ balloon guide catheter (tokai medical products), and the first pass was performed via adapt ((direct aspiration first pass technique). It was reported that residual thrombus was found at the m1 segment of the mca and thus, a second pass was made with an embotrap revascularization device (catalog / lot# unknown) to retrieve the residual thrombus. After the second pass, the anterior cerebral artery (aca) was found to be occluded. A third pass was attempted with the cereglide 71 intermediate catheter, but a kink was found at the proximal part of the cereglide catheter. Aspiration with the cereglide 71 catheter was possible and the procedure was reported completed no problems. It was reported that continuous flush was not maintained. Other concomitant products used were a chikai black¿ neuro guidewire (asahi intecc) and a phenom¿ microcatheter (medtronic). There was no impact to the patient. On 17-jul-2024, additional information was received. The information confirmed the lot number of the cereglide intermediate catheter to be 31275832. The catalog and lot number of the embotrap iii revascularization device is et309537 / 23f156av. The second pass was made with both the embotrap iii device and the cereglide intermediate catheter to retrieve the residual thrombus at the m1 segment. The target lesion was in the middle cerebral artery (mca). The occlusion in the anterior cerebral artery ¿seemed to be a distal thromboembolism.¿ per the information, the cereglide intermediate catheter was still used for aspiration even with the kink found at the proximal part. The additional information also confirmed there was no negative impact to the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 29-jul-2024. [Additional information]: on 29-jul-2024, additional information was received. The information indicated that the thrombus did break up. The physician commented that, ¿it is likely that residual thrombus in [the] m1 flew into the aca.¿ there was no malfunction or device performance issue associated with the embotrap iii device. No other information can be obtained. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.